Event description:
It was reported that the unspecified bd pen needle was not working. The following information was provided by the initial reporter translated from portuguese: ¿in the appointment at 16:05, the consumer threw away the 15 needles. She said that it was by accident, but that she is now saving the new ones that had problems, there are already 3 that the needle does not work."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd pen needle was not working. The following information was provided by the initial reporter translated from portuguese: ¿in the appointment at 16:05, the consumer threw away the 15 needles. She said that it was by accident, but that she is now saving the new ones that had problems, there are already 3 that the needle does not work."